Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012- the patient had previously been diagnosed with an incisional hernia and underwent hernia repair surgery. The surgeon used a sparamesh to repair a rather large hernia in which the colon had come up through the transverse abdominus. Said sepramesh was unsterile and when placed adjacent to the bowels of the patient, created a situation in which the sepramesh became imbedded in the bowels perforating the bowels, which said perforation and a mesh induced infection caused a serious medical condition which resulted in emergency surgery to the patient which has caused the patient to lose one-third of her colon, to have a colostomy and to have very disfiguring scars as a result of the extensive surgery required by the infection, the patient has incurred a permanent disability which pain and suffering continue in the future. The bowel and colon damage caused by the sepramesh and the ensuing infection and adhesions are known defects of the product sepramesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided. Without a lot number a review of the mfg records could not be conducted. Additionally, no product returned for eval. With the currently available info, no conclusion can be drawn. If add'l event/or eval info is obtained a follow up MDR will be submitted.